Manufacturer narrative:
Continued h6 (health effect - impact code): f15 - recognized device or procedural complication. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A healthcare professional reported "swelling rupture discovered by MRI scan. This record relates to the right side. The device has been explanted.

Event description:
A healthcare professional reported "swelling rupture discovered by MRI scan. This record relates to the right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿rupture: observed, one opening assessed as surgical damage. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.